Event description:
It is reported that patient was treated on (B)(6) 2012 with open reduction internal fixation (orif) right femur above total knee replacement and below long hip stem. After 15 months, patient presented back in clinic with non-union and broken hardware from the orif. On (B)(6) 2013, patient was returned to or for hardware removal, and revision orif. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found.